Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where us image problem hemostatic valve leakage occurred. It was reported that before transseptal, a soundstar eco catheter was inserted into the patient¿s body for sound merge. Initially, the image was displayed without any problem, but in approximately 10 minutes, the image disappeared from the echocardiograph and the catheter display disappeared. There was no problem with catheter recognition on the carto3, and although the ultra sound viewer showed error 600, there were no errors related to soundstar on carto3. Reconnecting the cable and restarting the echo machine did not resolve the issue and it was resolved by exchanging the catheter. It was also reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium leaked liquid 3.5 hours after the start of use. The amount of blood lost was small and when the catheter was removed, it slowly exudes and drops off. During the use the ablation catheter and pentaray had to by reinserted multiple times. Many times. The physician commented that sheath has a weak hemostatic valve, and requested early improvement [of the design]. The issue was not resolved but it did not affect the procedure and the sheath was used until the procedure was finished. The procedure was completed without patient's consequence. The ultrasound image problem is not MDR-reportable. The catheter visualization issue is not MDR-reportable. The hemostatic valve leakage is an MDR-reportable issue.

Manufacturer narrative:
On 1/8/2021, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where us image problem hemostatic valve leakage occurred. It was reported that before transseptal, a soundstar eco catheter was inserted into the patient¿s body for sound merge. Initially, the image was displayed without any problem, but in approximately 10 minutes, the image disappeared from the echocardiograph and the catheter display disappeared. There was no problem with catheter recognition on the carto3, and although the ultra sound viewer showed error 600, there were no errors related to soundstar on carto3. Reconnecting the cable and restarting the echo machine did not resolve the issue and it was resolved by exchanging the catheter. It was also reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium leaked liquid 3.5 hours after the start of use. The amount of blood lost was small and when the catheter was removed, it slowly exudes and drops off. During the use the ablation catheter and pentaray had to by reinserted multiple times. Many times. The physician commented that sheath has a weak hemostatic valve, and requested early improvement [of the design]. The issue was not resolved but it did not affect the procedure and the sheath was used until the procedure was finished. The procedure was completed without patient's consequence. Device evaluation details: the device was visually inspected, and it was found in good conditions. A functional test was performed by introducing the dilator and one smart touch catheter into the sheath, no resistance or friction was observed. Then, the sheath was connected to the cool flow pump and it was irrigating correctly, no leakage was found. A device history record evaluation was performed for the finished device 1282 number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed since no issues were observed during the product investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc (B)(4).